Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 21-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that there was a loose connection between the flex connector and ventilator circuit. They disconnected during use and were replaced with no impact to the patient.